Event description:
It was reported that the catheter broke and was unable to remove from the guidewire. A 90cm rubicon 35 was selected for use. During procedure, it was noted that the catheter broke. The surgeon was unable to remove the catheter from the guidewire and began to stretch when tried to slide off the guidewire. No patient complications were reported.